Event description:
It was reported that the pump touch screen was cracked and unreadable. Customer¿s blood glucose level read as "high", although specific value was not provided. The customer addressed their bg level with a manual injection of insulin. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.